Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra2 meter was giving the 'apply sample' icon after blood sample application. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. In the previous day, the patient obtained the message 'apply sample' on the reported meter after she applied the blood sample to the test strip; she did not obtain a blood glucose reading. Following the use of the meter, the patient skipped her insulin dose. One hour later, the patient developed the symptoms of lightheadedness and nausea. Emergency services were contacted, and when paramedics arrived, the patient was treated with insulin. Troubleshooting revealed the patient was incorrectly applying the blood sample to the test strip, and the test strips drew in the sample correctly. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient utilized incorrect testing technique with the reported meter and test strips. The reporter stated that the patient was treated with insulin by healthcare professionals after being unable to test. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.